Event description:
The recipient reportedly elected revision surgery due to an MRI. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The recipient is reportedly doing well. The external visual inspection revealed that the electrode was severed prior to receipt as well as damage to the epoxy header region, braze, and ceramic case. All of these anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock and electrode conditions prevented some of the electrical and mechanical tests from being performed. The manual capacitor leakage test revealed unstable readings due to flooded components. This is due to the damage that is believed to have been induced during revision surgery. The residual gas analysis could not be performed due to the damage that is believed to have been induced during revision surgery. The internal visual inspection revealed flooded and loose components, as well as bio material. This is due to the damage that is believed to have been induced during revision surgery. This device was explanted for medical reasons. However, this device had a gross leak failure at the caseband braze, which is believed to have been induced during revision surgery. This older device configuration is no longer manufactured.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.